Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead received inappropriate therapy. A review of the electrogram (egm) showed noise that was oversensed. Isometrics were performed but the noise could not be reproduced. The device was programmed to monitor only to keep the patient from receiving more shocks. A procedure was performed, the device was explanted and the rv lead was surgically abandoned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.